Manufacturer narrative:
Other, other text: b5: additional information received on 04-oct-2022 via email and attached in complaint object: no patient involvement. H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed and it was submitted with the initial MDR. The cause of the reported problem was traced to the previous maintenance of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned with all tamper seals intact. Functional test, no-disposable alarm test, and manufacture utility tests were performed. The customer?s problem was duplicated. The device alarmed cassette not attached properly, when performing functional test. When inspecting the downstream occlusion sensor, scratches were found on both the sensor and tracer. The damages had occurred during previous service repair. Service and damaged downstream sensor caused the reported problem. The downstream occlusion sensor was replaced. The device passed functional/delivery tests. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No information has been provided to date.

Event description:
It was reported that a pump had a cassette not attached properly error. There was no patient injury reported.